Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Patient was in fill four of treatment. Upon removing the tubing set, it was wet. The origin of the leak could not be identified. Patient did not receive any prophylactic antibiotics and has had no adverse effects. Patient's effluent has remained clear. Sample is available.

Manufacturer narrative:
The investigation is ongoing. At the completion of the investigation, a supplemental MDR will be filed.